Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding(general) :very irregular, spotty to extremely heavy bleeding'), fatigue ('fatigue,'), depression suicidal ('for a while I became suicidal') and anaphylactic shock ('anaphylactic shock') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included breast cyst excision in 1989, anxiety, pelvic pain, cluster headache, constipation, depression, environmental allergy, migraine, nausea, vomiting, osteoarthritis, pelvic pain female and salpingectomy. Previously administered products included for an unreported indication: oxycodone, pantoprazole., diphenhydramine, promethazine and sumatriptan. Concurrent conditions included latex allergy, acne, body mass index normal, food allergy, lactose intolerance, perineal pain, osteoarthritis, bipolar disorder, iodine allergy and peanut allergy. Concomitant products included diphenhydramine hydrochloride, eletriptan hydrobromide (relpax), omeprazole (protonix), oxycodone, pantoprazole, paracetamol (tylenol), promethazine and sumatriptan. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines/headaches/chronic frequent long-lasting severe migraines./they trigger additional migraines.") And cluster headache ("migraines/headaches/severe cluster headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), swelling ("allergic or hypersensitivity reaction: swelling /swelling of different body parts like toes, fingers, lips"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") with gait disturbance, fatigue (seriousness criterion disability), nausea ("gastrointestinal or digestive system condition: frequent nausea,"), vomiting ("vomiting,"), constipation ("constipation,") with dyschezia, alopecia ("hair loss,"), allergy to metals ("nickel allergy"), neck pain ("pain:neck pain"), depression ("psychological or psychiatric problems: constant depression and anxiety,"), vaginal discharge ("vaginal discharge,"), visual impairment ("vision/eye problems: degrading vision"), eye swelling ("vision/eye problems:swelling of eyes"), musculoskeletal stiffness ("pain: stiffness"), anxiety ("psychological or psychiatric problems: constant depression and anxiety,"), nystagmus ("vision/eye problems:eyeballs rolling"), erythema ("redness"), rash ("rash"), food allergy ("food allergic or hypersensitivity reaction: allergic, allergies ¿ my food allergies became extreme, starting with shellfish, onions, cucumbers, apples, cocoa beans, all citrus fruit,"), lactose intolerance ("lactose intolerance"), rash macular ("rash and redness patches"), rash erythematous ("red rashes"), breast cyst ("I started having cysts filled with fluid all over my body. My breasts are affected the most."), menstruation irregular ("I noticed my menstrual bleeding changed from having very regular periods every 28 days showing"), hypersensitivity ("allergic to fur and feathers"), rubber sensitivity ("and some men made (as written) products like latex."), depression suicidal (seriousness criterion medically significant), photophobia ("light sensitivity"), hyperacusis ("sound sensitivity"), parosmia ("sensitivity to smell"), metamorphopsia ("distorted vision"), vaginal odour ("discharge can be ample and smelly"), menopause ("pre menopause"), sudden visual loss ("lose vision for the fraction of a second"), eye movement disorder ("my eyeballs are rolling up"), cyst ("cyst all over body/cyst under skull on right side close to ear.") With pain, acne ("blackheads on face"), hyperhidrosis ("sweating"), arthritis ("arthritis in my knees") and anaphylactic shock (seriousness criterion medically significant) and was found to have weight increased ("weight gain."). The patient was treated with surgery (laparoscopy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, swelling, tooth disorder, dysmenorrhoea, fatigue, nausea, vomiting, constipation, migraine, neck pain, depression, vaginal discharge, visual impairment, eye swelling, weight increased, cluster headache, musculoskeletal stiffness, anxiety, nystagmus, erythema, food allergy, lactose intolerance, rash macular, rash erythematous, breast cyst, menstruation irregular, hypersensitivity, rubber sensitivity, depression suicidal, photophobia, hyperacusis, parosmia, metamorphopsia, vaginal odour, menopause, sudden visual loss, eye movement disorder, cyst, acne, hyperhidrosis, arthritis and anaphylactic shock outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anaphylactic shock, anxiety, arthritis, breast cyst, cluster headache, constipation, cyst, depression, depression suicidal, dysmenorrhoea, erythema, eye movement disorder, eye swelling, fatigue, food allergy, genital haemorrhage, hyperacusis, hyperhidrosis, hypersensitivity, lactose intolerance, menopause, menorrhagia, menstruation irregular, metamorphopsia, migraine, musculoskeletal stiffness, nausea, neck pain, nystagmus, parosmia, photophobia, rash, rash erythematous, rash macular, rubber sensitivity, sudden visual loss, swelling, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment, vomiting and weight increased to be related to essure (ess205). The reporter commented: insertion details,:the right sdm was visualized, but not completely. Both of the essure were inserted easily with the right having three loops and the left having five loop. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received. Case become incident. Injury nos replaced with events. New reporter's was added. Patient's demographics were added. Date of insertion & date of removal was added. Added event abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), swelling, dental problems, dysmenorrhea, fatigue, frequent nausea, vomiting, constipation, hair loss, constant depression, anxiety, migraines, headaches, nickel allergy, neck pain, stiffness vaginal discharge, degrading vision, eyeballs rolling, swelling of eyes, rash , redness ,weight gain, she didn¿t undergo essure confirmation test,rash, food allergies, lactose intolerance, sensitive to lights, rash and redness patches, red rashes, I started having cysts filled with fluid all over my body. My breasts are affected the most. Fatigue was made as disability. Medical history, historical drug, concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.